Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 435 mg/dl at the time of the incident and blood glucose reading of 348 mg/dl at the time of call. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer parent also reported a high blood glucose reading of 435 mg/dl and customer treated with insulin pump. Customer's symptoms related to high blood glucose was nausea and abdominal pain. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to change entire infusion set, reservoir and insulin and to call back if blood glucose issue persists. The insulin pump is not expected to return for analysis.